Manufacturer narrative:
It was reported to abbott, during a permanent implant the patient went into atrial fibrillation as the battery pocket was being done. The leads were pulled and the patient was closed up. Nothing was implanted. The patient stats stabilized after the procedure. All event information pertaining to this device has been reviewed and no product investigation is necessary at this time as the circumstances of the event have not been attributed to the implanted system.

Event description:
Related manufacturer reference number: 3006705815-2023-06458. It was reported that during implantation of system after the leads were implanted and the ipg pocket site was being worked on the patient went into atrial fibrillation. The leads were pulled, and the procedure abandoned. Patient's stats stabilized after the procedure.